Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was found with a broken curved blade at the base. A broken piece approximately 0.51" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. The complaint was confirmed by failure analysis. A review of the submitted image was performed. The image confirmed the customer's alleged complaint. The instrument had a piece of the blade detached and was inside of the patient's anatomy.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon found that the harmonic ace instrument's blade was damaged. A fragment fell inside the patient. A spare instrument was used to continue with the procedure. Intuitive surgical, inc (isi) followed up with the initial reporter, a charge nurse, and obtained the following additional information regarding the reported event: the instrument was not crushed by something to result in a broken blade. The fragments were retrieved through the surgical view and were confirmed by the charge nurse. No additional surgical procedures were required to remove the fragment, nor were any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The instrument was in use for 20 minutes prior to the issue's occurrence. The instrument functionality was inspected before use. The problem occurred while the surgeon was dissecting. No functionality issues were noted during the procedure. The instrument did not collide with any other instruments or hard material. The instrument was not removed before breakage. The wrist was straightened and the staff did not feel resistance upon removal of the instrument through the cannula. There was no damage noted to the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.